Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type: lead. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# va0fge1, implanted: (B)(6) 2014, product type: lead. Product ID 64002, lot# n416573, product type: adapter. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type: lead. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# va0fge1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that there were high impedances and a possible open was discussed (B)(6). There were low impedances and shorts on the right lead. The low impedances were at the operating room visit. All combinations of old and new adaptor and implantable neurostimulator (ins) were tried with no different outcome. X-rays were done and nothing apparent was seen. A possible lead/extension connection issue was discussed. The patient was programmed on the left at 8-9-10- and the right at c+12-13-15- with a pulse width of 100 and amplitude of 2.1. The patient had tremor and had a loss of 30% of the tremor control plus had the shocking prior to putting ins in. The patient was fairly stable. The patient had some degree of shocking prior to programming when she had turned off and changed settings. The lead felt too deep and once the leads were brought anterior the issues with shocking when programming had gone away. A system issue was discussed and there was speculation it was at the lead/extension connection. They were going to do x-rays again.

Event description:
Additional information received reported that the replacement surgery went well to the reporter's knowledge. It was not specified what was done during the surgery and no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the reporter had engineers and technical services review the impedances and they were able to replicate the impedances with bench testing. This led to the scheduling of an x-ray of the lead connection and a clinic appointment the day after the report.

Manufacturer narrative:
Product ID 3389s-40, lot# v323744, implanted: 2009 (B)(6); product type lead product ID 7482a95, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# va0fge1, implanted: 2014 (B)(6); product type lead product ID 64002, lot# n416573; product type adapter product ID 7482a95, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v323744, implanted: 2009 (B)(6); product type lead product ID 7482a95, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 7482a95, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Impedances were still low on half of the contacts following a replacement of the implantable neurostimulator and adaptor on (B)(6) 2014. It was noted that they were waiting to schedule another surgery to check the lead and extensions.